Event description:
As per customer reported, during the procedure it was observed that the ceramic head 40 v +0, did not fit. It was loose and there was not fit. Thus, as there was not another ceramic head of the same size and model, in order to avoid complication to the pacient if was used the ceramic head with different sizes, it has taken the following measure: a c-taper ceramic head was fit into an heads adapter on the stem exeter, in order to make the fitting.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.